Event description:
The customer reported that while the unit was being used to transport a pt, the unit stopped pumping, the indicator lights flashed on and off and the pump would not re-start. The pt was switched to another unit and therapy was continued. No pt injury was reported. After the unit was switched out, it passed the system check twice without shutting down.